Event description:
There was a manufacture defect in the nail we originally tried to implant, so the aiming arm that was connected to the trochanteric fixation nail advanced (tfna) nail became cross threaded and then the aiming arm became disconnected while the nail was being implanted into the patient.